Manufacturer narrative:
Qc was in range before and after the event. Calibration history and reagent blank history was reviewed; no issues found.based on available information, customer cleaned cuvettes, but failed to perform photocal after cuvettes overflow.abnormal absorbancy pattern for creatinine tests was confirmed by review of reaction monitor results from several samples.customer replaced lamp, although this event is inconsistent with lamp failure. Service was not dispatched for this event.a clear root cause for this event has not been determined; however, moisture on outside of cuvettes could affect creatinine measurement.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high creatinine results generated by the (B)(4) clinical chemistry analyzer for multiple patient samples. A) the original creatinine results were reported out of the lab and customer re-tested all samples and false high creatinine results for at least 138 patients were corrected. B) customer provided an example of initial and repeated creatinine results. The high creatinine results afftected calculation of the estimated glomerular filtration rate (egfr) for the patients. The event resulted in presumptive diagnosis of renal disease for two patients; one patient sent to ER. No other information is available about these patients.